Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa on a cobas 6000 e601 module. The sample initially resulted in a psa value of 11.92 ng/ml. The sample was repeated on a second instrument and resulted in a psa value of 48 ng/ml. No questionable results were reported outside of the laboratory. The customer stated that the instrument gave alarms for an "abnormal low signal" detected and a "sipper 1 and sipper 2 movement error" alarm and bubbles were observed inside the sipper needles.

Manufacturer narrative:
The elecsys total psa reagent lot number was 7606400, and the expiration date was 30-apr-2025. The investigation is ongoing.

Manufacturer narrative:
Qc was not performed on the day of the event. The field service engineer (fse) inspected the module and found a blockage of the flow path. The fse performed a flow path decontamination, as well as measuring cell preparation cell and a pc/cc cup cleaning. The instrument system was confirmed to be working within specification. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.